Event description:
It was reported that, according to data obtained from the swiss national hip and knee joint registry annual 2021 report, a total of one thousand six hundred eighty four (1684) patients underwent a primary total knee arthroplasty with a tc-plus system between 1-jan-2015 and 31-dec-2018. Considering a follow up period of two years from the implantation dates provided (up to 31-dec-2020), a total of forty one (41) patients underwent a revision surgery due to unspecified reasons in a postoperative period of twenty four (24) months following the primary procedure. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. The swiss national hip and knee joint registry provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: according to data obtained from the swiss national hip and knee joint registry annual 2021 report [1], a total of one thousand six hundred eighty four (1684) patients underwent a primary total knee arthroplasty with a tc-plus system between (B)(6)2015 and (B)(6)2018. Considering a follow up period of two years from the implantation dates provided (up to (B)(6)2020), a total of forty one (41) patients underwent a revision surgery due to unspecified reasons in a postoperative period of twenty four (24) months following the primary procedure. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of distribution. However, a review of current revision was conducted and the instructions for use indicates several possible adverse effects resulting from a knee arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1] swiss national hip & knee joint registry (siris). Report 2021 annual report of the siris registry hip & knee, 2012 ¿ 2020.